Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as onset the patient began treatment with intraperitoneal (ip) ceftazidime 1 gram per day, for two days and ip cefazolin 1.5 gram per day. At the time of this report treatment with cefazolin remained ongoing and the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: on an unknown date, after antibiotic therapy had been started, the peritoneal effluent fluid was clear. One day after the receipt of this additional information, antibiotic therapy with cefazolin was withdrawn. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.